Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis from (B)(6) 2020. On (B)(6) 2020, she began to experienced high blood glucose and on (B)(6) 2020 her blood glucose went up to 615 mg/dl and the ambulance took her to emergency room. The customer¿s blood glucose level was 658 mg/dl to 638 mg/dl at the time of hospitalization. The doctors said the insulin pump did not deliver insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08810 inches. Set a basal rate of 1 unit/hour and programmed a 1.5 unit bolus, activated the suspended delivery feature, and monitored the device. No unexpected resume delivery occurred during the monitoring period. Deactivated the suspend feature and "delivery resumed successful" notification displayed properly. No unexpected resume anomaly noted during testing.